Event description:
Reporter indicated a vns dell x5 handheld computer with unknown model software was freezing for 15 minutes on an unknown screen. A hard reset, soft reset, and removing/replacing the battery were unsuccessful. The computer has a history of performing slowly, and now has "stopped working completely". Attempts for return of the suspect computer and flashcard have been unsuccessful to date.

Event description:
The vns computer was returned for analysis. The flashcard was not returned. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.